Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to erosion on (B)(6) 2019. No information about the patient outcome is available at the moment.